Event description:
The manufacturer was contacted in reference to the rep dreamstation auto bipap devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity, lung disease, bone issue. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on dec 09, 2022, and section b5 should be reported as: the manufacturer was contacted in reference to the rep dreamstation auto bipap devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity, lung disease, bone issue. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final testing. Section h6 updated in this report.